Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5040556) on (B)(6) 2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pain / sharp pelvic pain/severe pelvic / pain/severe pelvic area pain stabbing') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia repair (abdominal hernia) on (B)(6) 2014, c-section (baby having problems) on (B)(6) 2009, c-section (baby having problems) in 2005, parity 5 (deliveries on (B)(6) 1997, (B)(6) 2001, (B)(6) 2003, (B)(6) 2005 and (B)(6) 2009.), miscarriage (miscarriage on (B)(6) 1997 and (B)(6) 2005.) And recurrent abortion. She was denied disability/worker comp benefits. She had applied in 2004, 2008, 2013 and 2014 for chronic pain and depression due to a deteriorated disc in back due to car wreck. Previously administered products included for birth control: ortho tri-cyclen lo from 1999 to 2010. Concurrent conditions included depression (started in high school) and chronic pain (described as migraine (2013-2015), joints pain (2011-2015), pelvic pain (2014-2015), back pain (2011-2015)). Concomitant products included oral contraceptive nos from april 2015 to june 2015 for contraception and bleeding menstrual heavy, sertraline hydrochloride (zoloft) from 2008 to 2013 for depression and cetirizine hydrochloride since 2015 and montelukast sodium (singulair) since 2015 for multiple allergies. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("painful intercourse / severe and persistent pain with intercourse-sharp pain"). In 2012, the patient experienced arthralgia ("hip pain and joint pain / cramping stabbing burning"), back pain ("back pain / severe and persistent lower back pain cramping stabbing burning") and pain in extremity ("leg pain/ cramping stabbing burning"). In 2013, the patient experienced the first episode of migraine ("daily migraines/severe and persistent migraines-sensitivity to light"). In 2014, the patient experienced pelvic pain (seriousness criterion medically significant) and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced polycystic ovaries ("pcos / polycystic ovary syndrome") with menstruation irregular and menorrhagia, hypertension ("high blood pressure"), insomnia ("insomnia"), muscle spasms ("muscle spasm"), dry eye ("dry eyes"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), abdominal pain lower ("cramping"), hot flush ("hot flashes"), coital bleeding ("spotting after intercourse / spotting after sex"), vulvovaginal pruritus ("itching of vaginal entrance and lips"), breast tenderness ("breast tenderness"), abdominal discomfort ("abdominal fluttering"), pain ("all over body aches"), fatigue ("fatigue"), dysgeusia ("metal taste in mouth"), the second episode of migraine ("migraines"), headache ("headache"), dyspepsia ("heartburn"), dizziness ("dizziness/fainting"), paraesthesia ("tingling in arms/ hands/legs/feet / skin / numbness in hands/arms/legs/feet"), memory impairment ("forgetfulness"), tinnitus ("ringing in ears"), skin burning sensation ("skin feels like its burning or tingling"), tremor ("tremors/shakiness"), increased tendency to bruise ("easily unexplained bruising"), hypoaesthesia ("numbness in arms/hands/legs/feet"), mental disorder ("essure caused or aggravated any psychiatric and or psychological condition"), depression ("depression"), urinary incontinence ("urinary incontinence"), neck pain ("neck pain"), pruritus ("itchy skin"), uterine enlargement ("enlarged uterus"), dysmenorrhoea ("periods have been worse"), uterine polyp ("pylop on my uterus"), developmental hip dysplasia ("hip dysplasia"), menstrual disorder ("period problems"), genital haemorrhage ("heavy bleeding"), nausea ("nausea"), nightmare ("nightmare"), endometriosis ("endemeterosis"), autoimmune disorder ("auto immune disorder"), umbilical hernia ("umbilical hernia"), diabetes mellitus ("early diabetes"), abdominal distension ("bloating"), neuropathy peripheral ("neuropathy") and fibromyalgia ("fibromyalgia"), was found to have weight increased ("weight gain"), platelet count increased ("high blood platelet count") and uterine cancer ("uterine cancer") and underwent urinary bladder suspension ("bladder sling"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. In 2015, the depression had resolved. At the time of the report, the pelvic pain, polycystic ovaries, hypertension, insomnia, weight increased, muscle spasms, dry eye, dry skin, hair texture abnormal, hot flush, coital bleeding, vulvovaginal pruritus, breast tenderness, abdominal discomfort, pain, fatigue, dysgeusia, headache, dyspepsia, dizziness, paraesthesia, memory impairment, tinnitus, skin burning sensation, tremor, increased tendency to bruise, hypoaesthesia, mental disorder, urinary incontinence, neck pain, pain in extremity, pruritus, uterine enlargement, dysmenorrhoea, uterine polyp, developmental hip dysplasia, menstrual disorder, genital haemorrhage, nausea, platelet count increased, nightmare, uterine cancer, endometriosis, autoimmune disorder, urinary bladder suspension, umbilical hernia, diabetes mellitus, abdominal distension, neuropathy peripheral and fibromyalgia outcome was unknown, the dyspareunia, abdominal pain lower, the last episode of migraine and abdominal pain upper had resolved and the arthralgia and back pain was resolving. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, arthralgia, back pain, breast tenderness, coital bleeding, dizziness, dry eye, dry skin, dysgeusia, dyspareunia, dyspepsia, fatigue, hair texture abnormal, headache, hot flush, hypertension, hypoaesthesia, increased tendency to bruise, insomnia, memory impairment, muscle spasms, pain, paraesthesia, pelvic pain, polycystic ovaries, skin burning sensation, tinnitus, tremor, vulvovaginal pruritus, weight increased and the second episode of migraine with essure. The reporter considered abdominal distension, abdominal pain upper, autoimmune disorder, depression, developmental hip dysplasia, diabetes mellitus, dysmenorrhoea, endometriosis, fibromyalgia, genital haemorrhage, menstrual disorder, mental disorder, nausea, neck pain, neuropathy peripheral, nightmare, pain in extremity, platelet count increased, pruritus, umbilical hernia, urinary bladder suspension, urinary incontinence, uterine cancer, uterine enlargement, uterine polyp and the first episode of migraine to be related to essure. The reporter commented: essure removed on (B)(6) 2015, partial hysterectomy - reason for removal was hysterectomy for concomitant condition and adverse event. She received treatment for bladder sling, back problems, injections for pain , abdominal hernia and essure adverse events from 2014 until 2015. Before that, she received treatment for pain management and physical therapy form 2012 to 2013 and treatment for depression from 2012 until 2015. Symptoms or injuries resolve or decrease following essure removal: intercourse does not hurt anymore. No more stomach pain and cramps. No more migraines. Hip pain and lower back pain still present, but not as bad. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. (B)(6) 2010 - dye test - no results available. Quality-safety evaluation of ptc: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- periods have been worse, pylop on my uterus, hip dysplasia, period problems, heavy bleeding, nausea, high blood platelet count, nightmare, uterine cancer, endometerosis, auto immune disorder, bladder sling, umbilical hernia, diabetes, bloating, neuropathy, fibromyalgia. Aka name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5040556) on 26-may-2015. The most recent information was received on 13-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pain / sharp pelvic pain/severe pelvic / pain/severe pelvic area pain stabbing') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia repair (abdominal hernia) on (B)(6) 2014, c-section (baby having problems) on (B)(6) 2009, c-section (baby having problems) in 2005, parity 5 (deliveries on (B)(6) 1997,(B)(6) 2001, (B)(6) 2003, (B)(6) 2005 and (B)(6) 2009.), miscarriage (miscarriage on (B)(6) 1997 and (B)(6) 2005.) And recurrent abortion. She was denied disability/worker comp benefits. She had applied in 2004, 2008, 2013 and 2014 for chronic pain and depression due to a deteriorated disc in back due to car wreck. Previously administered products included for birth control: ortho tri-cyclen lo from 1999 to 2010. Concurrent conditions included depression (started in high school) and chronic pain (described as migraine (2013-2015), joints pain (2011-2015), pelvic pain (2014-2015), back pain (2011-2015)). Concomitant products included oral contraceptive nos from (B)(6) 2015 for contraception and bleeding menstrual heavy, sertraline hydrochloride (zoloft) from 2008 to 2013 for depression and cetirizine hydrochloride since 2015 and montelukast sodium (singulair) since 2015 for multiple allergies. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("painful intercourse / severe and persistent pain with intercourse-sharp pain"). In 2012, the patient experienced arthralgia ("hip pain and joint pain / cramping stabbing burning"), back pain ("back pain / severe and persistent lower back pain cramping stabbing burning") and pain in extremity ("leg pain/ cramping stabbing burning"). In 2013, the patient experienced the first episode of migraine ("daily migraines/severe and persistent migraines-sensitivity to light"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced polycystic ovaries ("pcos / polycystic ovary syndrome") with menstruation irregular and menorrhagia, hypertension ("high blood pressure"), insomnia ("insomnia"), muscle spasms ("muscle spasm"), dry eye ("dry eyes"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), abdominal pain lower ("cramping"), hot flush ("hot flashes"), coital bleeding ("spotting after intercourse / spotting after sex"), vulvovaginal pruritus ("itching of vaginal entrance and lips"), breast tenderness ("breast tenderness"), abdominal discomfort ("abdominal fluttering"), pain ("all over body aches"), fatigue ("fatigue"), dysgeusia ("metal taste in mouth"), the second episode of migraine ("migraines"), headache ("headache"), dyspepsia ("heartburn"), dizziness ("dizziness/fainting"), paraesthesia ("tingling in arms/ hands/legs/feet / skin / numbness in hands/arms/legs/feet"), memory impairment ("forgetfulness"), tinnitus ("ringing in ears"), skin burning sensation ("skin feels like its burning or tingling"), tremor ("tremors/shakiness"), increased tendency to bruise ("easily unexplained bruising"), hypoaesthesia ("numbness in arms/hands/legs/feet"), mental disorder ("essure caused or aggravated any psychiatric and or psychological condition"), depression ("depression"), urinary incontinence ("urinary incontinence"), neck pain ("neck pain"), pruritus ("itchy skin"), uterine enlargement ("enlarged uterus"), dysmenorrhoea ("periods have been worse"), uterine polyp ("pylop on my uterus"), developmental hip dysplasia ("hip dysplasia"), menstrual disorder ("period problems"), genital haemorrhage ("heavy bleeding"), nausea ("nausea"), nightmare ("nightmare"), endometriosis ("endemeterosis"), autoimmune disorder ("auto immune disorder"), umbilical hernia ("umbilical hernia"), diabetes mellitus ("early diabetes"), abdominal distension ("bloating"), neuropathy peripheral ("neuropathy") and fibromyalgia ("fibromyalgia"), was found to have weight increased ("weight gain"), platelet count increased ("high blood platelet count") and uterine cancer ("uterine cancer") and underwent urinary bladder suspension ("bladder sling"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. In 2015, the depression had resolved. At the time of the report, the pelvic pain, polycystic ovaries, hypertension, insomnia, weight increased, muscle spasms, dry eye, dry skin, hair texture abnormal, hot flush, coital bleeding, vulvovaginal pruritus, breast tenderness, abdominal discomfort, pain, fatigue, dysgeusia, headache, dyspepsia, dizziness, paraesthesia, memory impairment, tinnitus, skin burning sensation, tremor, increased tendency to bruise, hypoaesthesia, mental disorder, urinary incontinence, neck pain, pain in extremity, pruritus, uterine enlargement, dysmenorrhoea, uterine polyp, developmental hip dysplasia, menstrual disorder, genital haemorrhage, nausea, platelet count increased, nightmare, uterine cancer, endometriosis, autoimmune disorder, urinary bladder suspension, umbilical hernia, diabetes mellitus, abdominal distension, neuropathy peripheral and fibromyalgia outcome was unknown, the dyspareunia, abdominal pain lower, the last episode of migraine and abdominal pain upper had resolved and the arthralgia and back pain was resolving. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, arthralgia, back pain, breast tenderness, coital bleeding, dizziness, dry eye, dry skin, dysgeusia, dyspareunia, dyspepsia, fatigue, hair texture abnormal, headache, hot flush, hypertension, hypoaesthesia, increased tendency to bruise, insomnia, memory impairment, muscle spasms, pain, paraesthesia, pelvic pain, polycystic ovaries, skin burning sensation, tinnitus, tremor, vulvovaginal pruritus, weight increased and the second episode of migraine with essure. The reporter considered abdominal distension, abdominal pain upper, autoimmune disorder, depression, developmental hip dysplasia, diabetes mellitus, dysmenorrhoea, endometriosis, fibromyalgia, genital haemorrhage, menstrual disorder, mental disorder, nausea, neck pain, neuropathy peripheral, nightmare, pain in extremity, platelet count increased, pruritus, umbilical hernia, urinary bladder suspension, urinary incontinence, uterine cancer, uterine enlargement, uterine polyp and the first episode of migraine to be related to essure. The reporter commented: essure removed on (B)(6) 2015, partial hysterectomy - reason for removal was hysterectomy for concomitant condition and adverse event. She received treatment for bladder sling, back problems, injections for pain , abdominal hernia and essure adverse events from 2014 until 2015. Before that, she received treatment for pain management and physical therapy form 2012 to 2013 and treatment for depression from 2012 until 2015. Symptoms or injuries resolve or decrease following essure removal: intercourse does not hurt anymore. No more stomach pain and cramps. No more migraines. Hip pain and lower back pain still present, but not as bad. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. (B)(6) 2010 - dye test - no results available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5040556) on 26-may-2015. The most recent information was received on 29-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain / sharp pelvic pain/severe pelvic / pain/severe pelvic area pain stabbing") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 (deliveries on (B)(6) 1997, (B)(6) 2001, (B)(6) 2003, (B)(6) 2005 and (B)(6) 2009.), miscarriage (miscarriage on (B)(6) 1997 and (B)(6) 2005.), c-section (baby having problems) in 2005, c-section (baby having problems) on (B)(6) 2009, umbilical hernia repair (abdominal hernia) on (B)(6) 2014 and recurrent abortion. She was denied disability/worker comp benefits. She had applied in 2004, 2008, 2013 and 2014 for chronic pain and depression due to a deteriorated disc in back due to car wreck. Previously administered products included for birth control: ortho tri-cyclen lo from 1999 to 2010. Concurrent conditions included depression (started in high school) and chronic pain (described as migraine (2013-2015), joints pain (2011-2015), pelvic pain (2014-2015), back pain (2011-2015)). Concomitant products included oral contraceptive nos from (B)(6) 2015 to (B)(6) 2015 for contraception and bleeding menstrual heavy, sertraline hydrochloride (zoloft) from 2008 to 2013 for depression and cetirizine hydrochloride since 2015 and montelukast sodium (singulair) since 2015 for multiple allergies. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("painful intercourse / severe and persistent pain with intercourse-sharp pain"). In 2012, the patient experienced arthralgia ("hip pain and joint pain / cramping stabbing burning"), back pain ("back pain / severe and persistent lower back pain cramping stabbing burning") and pain in extremity ("leg pain/ cramping stabbing burning"). In 2013, the patient experienced the first episode of migraine ("daily migraines/severe and persistent migraines-sensitivity to light"). In 2014, the patient experienced pelvic pain (seriousness criterion medically significant) and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced polycystic ovaries ("pcos / polycystic ovary syndrome") with menstruation irregular and menorrhagia, hypertension ("high blood pressure"), insomnia ("insomnia"), muscle spasms ("muscle spasm"), dry eye ("dry eyes"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), abdominal pain lower ("cramping"), hot flush ("hot flashes"), coital bleeding ("spotting after intercourse / spotting after sex"), vulvovaginal pruritus ("itching of vaginal entrance and lips"), breast tenderness ("breast tenderness"), abdominal discomfort ("abdominal fluttering"), pain ("all over body aches"), fatigue ("fatigue"), dysgeusia ("metal taste in mouth"), the second episode of migraine ("migraines"), headache ("headache"), dyspepsia ("heartburn"), dizziness ("dizziness/fainting"), paraesthesia ("tingling in arms/ hands/legs/feet / skin / numbness in hands/arms/legs/feet"), memory impairment ("forgetfulness"), tinnitus ("ringing in ears"), skin burning sensation ("skin feels like its burning or tingling"), tremor ("tremors/shakiness"), increased tendency to bruise ("easily unexplained bruising"), hypoaesthesia ("numbness in arms/hands/legs/feet"), mental disorder ("essure caused or aggravated any psychiatric and or psychological condition"), depression ("depression"), urinary incontinence ("urinary incontinence"), neck pain ("neck pain"), pruritus ("itchy skin") and uterine enlargement ("enlarged uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. In 2015, the depression had resolved. At the time of the report, the pelvic pain, polycystic ovaries, hypertension, insomnia, weight increased, muscle spasms, dry eye, dry skin, hair texture abnormal, hot flush, coital bleeding, vulvovaginal pruritus, breast tenderness, abdominal discomfort, pain, fatigue, dysgeusia, headache, dyspepsia, dizziness, paraesthesia, memory impairment, tinnitus, skin burning sensation, tremor, increased tendency to bruise, hypoaesthesia, mental disorder, urinary incontinence, neck pain, pain in extremity, pruritus and uterine enlargement outcome was unknown, the dyspareunia, abdominal pain lower, the last episode of migraine and abdominal pain upper had resolved and the arthralgia and back pain was resolving. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, arthralgia, back pain, breast tenderness, coital bleeding, dizziness, dry eye, dry skin, dysgeusia, dyspareunia, dyspepsia, fatigue, hair texture abnormal, headache, hot flush, hypertension, hypoaesthesia, increased tendency to bruise, insomnia, memory impairment, muscle spasms, pain, paraesthesia, pelvic pain, polycystic ovaries, skin burning sensation, tinnitus, tremor, vulvovaginal pruritus, weight increased and the second episode of migraine with essure. The reporter considered abdominal pain upper, depression, mental disorder, neck pain, pain in extremity, pruritus, urinary incontinence, uterine enlargement and the first episode of migraine to be related to essure. The reporter commented: essure removed on (B)(6) 2015, partial hysterectomy - reason for removal was hysterectomy for concomitant condition and adverse event. She received treatment for bladder sling, back problems, injections for pain , abdominal hernia and essure adverse events from 2014 until 2015. Before that, she received treatment for pain management and physical therapy form 2012 to 2013 and treatment for depression from 2012 until 2015. Symptoms or injuries resolve or decrease following essure removal: intercourse does not hurt anymore. No more stomach pain and cramps. No more migraines. Hip pain and lower back pain still present, but not as bad. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. On (B)(6) 2010 - dye test - no results available. Quality-safety evaluation of ptc: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment- this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received. Events outcome were updated: intercourse , stomach pain ,cramps, migraines , hip pain and lower back pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.